Event description:
Dealer called stating that the front caster fork on the l-3r scooter allegedly broke at a weld. Unknown head injury.

Manufacturer narrative:
(B)(4) 2012 - additional information obtained. Invacare consumer affairs received a call back from the dealer. He stated that the consumer was going from her house over the threshold to the outside. There is a lip of 4-6 inches outside her front door. The consumer was going down over this lip and the unit allegedly tipped over causing her to hit her head. She was taken to the hospital via ambulance. She was treated and released the same day. The police were called but the dealer does not have a police report and the consumer did not have a copy. Dealership sent out a technician immediately and provided a loaner. He also spoke with the consumer's husband and was told that the main issue is that the consumer does not have a ramp as this would eliminate her continuously going over the lip and banging the unit on the concrete when it comes down. The technician stated that the frame was completely damaged and needed to be replaced. There was a broken weld at the fork and it looks like it was a clean break. The owner's manual part number 1143205 rev g (feb-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. Page 11 of the manual states a warning, "do not attempt to drive over curbs or obstacles. Doing so may cause your powered scooter to turn over and cause bodily harm and/or damage to the scooter." Invacare consumer affairs asked if there were any recent repairs. The dealer stated that a technician went out on (B)(4) 2012 and found that the arm rest was loose, the adjustment knob was missing. These items were replaced. The batteries were tested and were fine. On (B)(4) 2012 the tiller was tightened and the rear drive wheel was replaced as the rims split. The scooter is less than a year old. The unit was replaced and the original unit is being returned to invacare on RMA (B)(4) for inspection. The malfunction has not yet been confirmed.